Manufacturer narrative:
The customer reported a severe corneal burn occurred at the beginning of phaco. An occlusion system message displayed. The phaco handpiece was switched out. The surgery continued after creating a new incision site. The patient was informed of the event due to its extreme seriousness. The phaco handpiece was quarantined. The eye was prepared with bétadine. Sub-tenon anesthesia was performed by injection after conjunctival opening in the nasal quadrant less than 10 mm from the limbus. The phaco handpiece primed and tuned with no problem noted. The patient had very bad dilation despite the additional preparation. There was a temporal corneal incision with the pre-calibrated knife. The surgeon completed an upper lateral door first and then 4 micro-incisions in the 4 quadrants to put 4 iris dilators after injection of viscous product in anterior chamber. The viscous product made it possible to disengage the iris from the capsule. Once these 4 dilators are well positioned, a curvilinear rhexis was completed. The surgeon performed an easy hydrodissection allowing the mobilization of the nucleus. The phacoemulsification was started, but the phaco handpiece would not perform suction or ultrasounds. There was an abnormal sound and "obstruction" displayed on the screen. The handpiece is removed and the surgical technician verified the correct position of the removable tip. The tip was tightened with the wrench and the sleeve was replaced. The handpiece was then reintroduced and, when phaco was begun, there was a whitening of the cornea immediately. The cornea is suspected of burning. The phaco handpiece was immediately removed. The handpiece was switched out and retested in a cup to check the sound and the absence of obstruction. The procedure proceeded in a new incision in the upper temporal area. The phaco was completed and the intraocular lens (iol) was implanted. At the end of surgery, the seal of the first incision, which seems to be "burnt", was verified by the addition of an air bubble in the anterior chamber. Antibiotics were not injected into the anterior chamber in order not to potentially aggravate the burn. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No further information was able to be obtained from this customer. However, a handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 27, 2016. Based on qa assessment, the product met specifications at the time of release. No phaco tip was returned for evaluation for the report of a corneal burn and occlusion; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The returned handpiece passed all tests and was determined to be fully functional. A flow rate test was performed on the irrigation and aspiration lines. The handpiece was connected to a calibrated system where it tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. A review of the data indicates there were 106 procedures performed with this handpiece. The last recorded data displayed no recent tuning issues. The handpiece was then connected to the dynamic tuning fixture (dtf) for stroke testing on the longitudinal and torsional movement. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during a cataract extraction with intraocular lens implant procedure the patient experienced a corneal burn. Upon introduction of the handpiece into the eye, it was noted that the handpiece did not perform suction or ultrasound, with abnormal sound and a system warning about an occlusion. The handpiece was removed from the eye and the tip was retightened with the wrench. The handpiece was reintroduced into the eye. Ultrasound was begun again, whitening of the cornea was immediately noticed. The handpiece and tip were exchanged. A new incision site was introduced, and the case was completed. At the end of surgery, the seal of the incision which seemed to be "burnt" was verified by the addition of an air bubble in the anterior chamber. The patient was treated with the usual post-surgery medication. Additional information has been requested but not received to date.